Event description:
A discordant, falsely low troponin (tni) result was obtained on a dimension exl w/lm instrument for one patient. The result was reported to the physician. The same patient sample was repeated on the same instrument and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant tni result was due to user error: improper sample handling. The tsc determined that the customer was centrifuging the sample for 5 minutes in a stat spin which is outside the tube manufacturer recommendations. The tsc determined that the issue was resolved by recentrifuging the sample. The tsc recommended that the customer follow the tube manufacturers instructions for use for proper centrifugation. The instrument is performing within specifications. Further evaluation of the device is not required.